Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the lamp not working was due to a faulty thermal fuse. However, the specific cause of the faulty thermal fuse could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the halogen light source lamp does not light. The issue was found during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found fan control system failure and image processor failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.